Event description:
During screening, an externalized conductor was observed via fluoroscopy and confirmed via visual inspection. No electrical anomalies were noted. Patient was due for generator change for eri. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces for analysis. External insulation abrasions were found at 8.8cm - 9.2cm, 14.8cm - 15.2cm and 19.1cm - 20.3cm from the distal tip, consistent with friction to another device. Internal insulation abrasions were noted at 7.3cm - 7.4cm and 7.8cm - 8.1cm from distal tip. Etfe coating on rv cable at 7.8cm - 8.1cm from distal tip was abraded.